Manufacturer narrative:
The reported event of helix failure to retract was confirmed. A complete lead was returned for analysis in one piece with helix extended, bent, and clogged with blood/tissue. Visual and x-ray examination were normal except for procedural damage. The cause of the reported event was isolated to the bent helix, which was consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for implant procedure. During procedure, it was found prior to placement that the helix of the new atrial lead was unable to be rotated and retracted. The new atrial lead was not implanted and was replaced by an alternate lead near at hand on (B)(6) 2021. Patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for implant procedure. During procedure, it was found prior to placement that the helix of the new atrial lead was unable to be rotated and retracted. The new atrial lead was not implanted and was replaced by an alternate lead near at hand. Patient condition was stable.